Event description:
The hosp reported that during the coronary artery bypass graft surgery, for the first proximal anastomosis, the first seal did not deploy out of the delivery tube. A replacement device was used to complete the first proximal. For the second proximal the seal was loaded incorrectly so the surgeon pulled it out and reloaded the seal too far causing partial deployment. A replacement heartstring seal was used to complete the second proximal anastomosis. No pt complications were reported by the hosp.